Event description:
It has been reported to co that prior to the procedure the #3 & #4 poles would not sense. This happened a total of three times with three different catheters. The fourth attempt completed the procedure. There is no report of pt injury. The devices are being returned to co for it's evaluation.